Manufacturer narrative:
Concomitant medical products: 3058 mgu ipg, implanted: (B)(6) 2019. 3889-28 mgu lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having trouble connecting their home monitor to their implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.